Event description:
It was reported by service report that the foot end of the bed would not go up or down and it was stuck about half way up. No patient involvement or adverse consequences are reported.